Event description:
It was reported that the patient implanted with this ambicor penile prosthesis (app) heard a swirling sound when pumping their device. The following day, it was not possible for the patient to use the app. A surgical procedure was performed during which the existing device was found with a damaged tube at the site of connection to the pump; a new app was implanted. No patient complications were reported.